Event description:
New information received states that the device was in back up vvi and was not able to be interrogated. The device was explanted. The patient condition was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that following an MRI scan, the patients notifier had stopped working. A software download ws performed but he notifier was not fixed. Te device remains implanted.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to premature battery depletion. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. The reported patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench, and the patient notifier would not activate. The root cause of the anomaly could not be determined.